Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. He stated the iol did not cause or contribute to the event. He reported potential causes to be the iol axis position and inaccurate preoperative measurements. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).